Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was reviewing some logs when they discovered an issue with a treprostinil infusion on (B)(6)2025 at 7:07. The volume to be infused was "30", with a total bag/bobble volume and concentration of 1mg/100ml. The rate was 14.69ml/hr and appeared to run in at that rate. There was patient involvement but no harm. The customer reported the following regarding the log: "ok, I think we figured it out but we do have some questions. It does appear that when the vtbi was changed the pump did change the dose. Please see the screen shots below. The dose before this happened was 26. Can you let us know why that happened?"

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of unintended rate change was confirmed during log review. On 9 august 2025 at 4:21 am, pump module was selected and user modified volume to be infused (vtbi) to 80ml. The infusion was started with previous programmed parameters, a rate of 14.69ml/h and dose of 26ng/kg/min. Device recorded a primary volume infused (pvi) of 978.938ml, an accumulated from previous infusions. At 6:51 am, user cleared volume infused from all attached pump modules. At 7:06 am, pump module was selected and user pressed up arrow key, this increased rate to 14.8ml/h and at the same time this modified the dose to 26.19 ng/kg/min. User modified vtbi to 30ml. The infusion was started and recorded a pvi of 3.828ml. At 7:07 am, pump module was selected and user modified dose to 26ng/kg/min, this changed the rate to 14.69ml/h. The infusion was started and recorded a pvi of 3.872ml. At 7:07 am, pump module was selected and user modified vtbi to 39ml and up arrow key was pressed but recorded as an invalid keypress. The infusion was started and recorded a pvi of 3.966ml. At 7:08 am, pump module was selected and user modified vtbi to 30ml. The infusion was started and recorded a pvi of 3.988ml. At 7:10 am, pump module was selected and user pressed setup key. The infusion was then continued. At 7:46 am, pump module alarmed for ¿patient side occlusion¿ and user restarted infusion. Recording a pvi of 13.143ml. At 9:11 am, infusion was completed and transitioned to keep vein open (kvo). Pump module was selected; silence key was pressed and user modified vtbi to 15ml. The infusion was started and recorded a pvi of 34.082ml. At 10:12 am, infusion was completed and transitioned to keep vein open (kvo). Silence key was pressed and pump module was selected and user modified vtbi to 15ml. Infusion started and recorded a pvi of 50.118ml. The inspection process did not find any issues or anomalies with the suspect pump module that may have been contributing to the reported issue. All inspected parts were manufactured by bd. Functional testing confirmed that the programming parameters prior to dose being modified was an infusion of treprostinil with a rate of 14.69ml/h, volume to be infused (vtbi) of 80ml and a dose of 26 ng/kg/min. Keypress replication identified that the dose was increased after user selected the suspect pump module and pressed up arrow key which increased the rate to 14.8ml/h and at the same time this modified the dose to 26.19 ng/kg/min. Additionally, user modified vtbi to 30ml and started the infusion. The alaris¿ system user manual 12.3.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported unintended rate change is being attributed due to a user error. The log review confirmed that the user was running an infusion of treprostinil and after selecting pump module pressed up arrow key on the pcu, which increased the rate to 14.8ml/h and at the same time this modified the dose to 26.19 ng/kg/min. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was reviewing some logs when they discovered an issue with a treprostinil infusion on (B)(6) 2025 at 7:07. The volume to be infused was "30", with a total bag/bobble volume and concentration of 1mg/100ml. The rate was 14.69ml/hr and appeared to run in at that rate. There was patient involvement but no harm. The customer reported the following regarding the log: "ok, I think we figured it out but we do have some questions. It does appear that when the vtbi was changed the pump did change the dose. Please see the screen shots below. The dose before this happened was 26. Can you let us know why that happened?"